Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized on (B)(6) 2016 with diabetic ketoacidosis. The customer stated she had changed the infusion set that day. Customer stated she started feeling bad after dinner and her blood glucose was rising. She laid down and started vomiting when she woke up and her husband called the ambulance. Blood glucose at the time of admission was over 600 mg/dl. It was found the cannula was bent when it was removed at the hospital by the nurse. Customer was treated with IV drip and nausea medication and had blood work done every 4 hours. When she went home, she inserted a new infusion set from a different lot number and had no issues. Customer stated she had had 3 of 4 bent cannulas and the infusion sets were expired. The infusions sets would be replaced.